Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the generator was not able to recognize the patient pad. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Updated, device received the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Visual inspection observed a scratched lid and bezel. A functional evaluation revealed the nem led remains red. Won't recognize return ground. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a defective rf pcb, a damaged nem cable or a nem circuit failure. No containment or corrective actions are recommended at this time.